Manufacturer narrative:
All buttons functioned properly, no damage on the keypad assembly. Inspected joint connector on lcd and no unlock keypad connector. Low reservoir alarm function properly during test. The device was monitored and no grinding sound during rewind. The device had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reports to have received a keypad anomaly during priming. Customer states that act button was not responding. Customer's blood glucose was 124 mg/dl. During troubleshooting, customer was advised that insulin pump would never to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.